Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was experiencing symptoms of opiate withdrawal. It was specified the patient "felt terribly sick," had nausea, flu-like symptoms and increased pain. The patient went to the hospital and they administered narcotics "to reduce verity of symptoms" and then the patient experienced overdose symptoms. The patient was discharged and sent home. The patient was scheduled for a follow up appointment with their doctor on (B)(6) 2018. There were no environmental, external or patient factors which may have led or contributed to the issue according to the patient's wife. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-jan-08. It was reported that they were unable to aspirate the catheter during a dye study. It was confirmed that there had been no volume discrepancies, issues in the logs, or alarms, and they were either going to do a roller study or a single bolus with the pump disconnected from the catheter. Both the pump and a segment of the catheter were replaced, and they were unable to aspirate the catheter during the revision surgery as well so they suspected a catheter issue. The physician decided to leave the existing catheter in the intrathecal space and tie down the rest of the catheter in the pocket.